Event description:
It was reported that 3 smartsite¿ needle-free connectors were clogged. The following information was provided by the initial reporter: the needle free connectors could not be flushed.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 222035491 was provided by the initial reporter device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a 2000e-04 sample was not available for investigation; however, the customer indicated the lot number of the complaint sample was 222035491. Unfortunately, this is an incorrect lot number, and does not correspond to any production records for the 2000e-04 product. The feedback provided by the customer indicates that complete occlusion was detected when attempting to prime the smartsite component. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous complaints for occlusions and flow restrictions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.